Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. The event history log found a record of error code 1310. The reported problem was confirmed. It was determined that the rtc battery was the root cause. The rtc battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited error code 'lec 1310'. There was unknown patient involvement.